Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level was 105 mg/dl. Reportedly, the customer has insulin syringes available as alternate insulin therapy.